Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt came in today stating that she couldn¿t turn her stim up. Upon interrogation, cs found that all contacts were >40000 except for contacts 12,13,14. Pt states she doesn¿t know when or how this happened. She doesn¿t remember falling. Pt stated that she will discuss with her husband her options to live forward and call the office once she decides if she wants the leads replaced or not. Pt was educated on leaving stim off and keeping battery charged. The issue was not resolved. No symptoms were reported. Additional information was received from the manufacturer representative (rep) . It was reported that the patient could not turn stim up to get effective therapy. The working contacts did not provide her stim in the areas needed. The issue was not resolved.